Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the harmonic ace instrument associated with this complaint and completed investigations. The harmonic insert was found to have a broken blade. The blade broke at roughly 0.434¿ from the base and the broken piece was not returned. Components adjacent to the broken blade do not show damage. A review of the submitted image was performed and the following additional information was provided: the image showed the instrument blade was broken off. In addition, isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and no damage was found. The customer indicated that the instrument broke and the fragments fell into the patient. All the fragments were retrieved during same procedure. The surgeon did not notice any issues with the functionality of the instrument. The instrument did not collide with any hard materials or other instruments. Upon final removal of the instrument, the wrist was straightened, and the surgical staff did not feel any resistance upon removal of the instrument through the cannula. No other damage was noted on the instrument after the event occurred and the cannula had no issue. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the harmonic ace instrument was found to have the blade broken off after using for five minutes. There was no report of fragment(s) falling inside the patient. The procedure was completed with a backup instrument of same kind. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the harmonic ace instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.